Event description:
During left total knee arthroplasty the instrument broke inside the patient. X-ray was negative. No adverse patient outcome. Progressive motion, (B)(6). FDA safety report ID# (B)(4).